Manufacturer narrative:
It was reported that the vigilance device did not work properly during the surgery. A DHR review and a complaint history review identify that this is the 2nd complaint on this device regarding a vigilance device malfunction within the past 12 months. Analysis of data logs determined that the event was probably provoked by a momentary breakdown of the vigilance device.

Event description:
On wednesday (B)(6) 2019, the patient was pinned, positioned, registered. The arm was driven to the 1st trajectory and the hole was drilled. The resident went to move the arm away from the head in axial slow, and the screen started to jump between different pop up windows. The field service engineer (fse) took the pedal away and the screens continued to flip back and forth. If continued was selected, then the stop sign screen would come up for a second and then it would go back to the foot pedal released. Do you want to continue? Screen. These screens continued to flip through even when the vigilance device was unplugged from the back of the robot. The fse stopped the movement, which shut the system down. Once the system was restarted, the case proceeded as planned. Delay of less than 10 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
On wednesday (B)(6) 2019, the patient was pinned, positioned, registered. The arm was driven to the 1st trajectory and the hole was drilled. The resident went to move the arm away from the head in axial slow, and the screen started to jump between different pop up windows. The field service engineer (fse) took the pedal away and the screens continued to flip back and forth. If continued was selected, then the stop sign screen would come up for a second and then it would go back to the "foot pedal released. Do you want to continue?" Screen. These screens continued to flip through even when the vigilance device was unplugged from the back of the robot. The fse stopped the movement, which shut the system down. Once the system was restarted, the case proceeded as planned. Delay of less than 10 minutes.